Event description:
Medtronic received information that during implant, this transcatheter bioprosthetic valve dislodged out of its targeted position. The valve subsequently detached from the delivery catheter system (dcs) while it was being pulled back for retrieval into the introducer sheath due to pressure not being held on the dcs¿s macro slider. This valve was then implanted in the right common iliac artery. Post-operative diagnosis confirmed good blood flow to the right lower extremities with no anomalies or adverse effects noted. A second transcatheter bioprosthetic valve was implanted successfully. No further complications were reported.

Manufacturer narrative:
A device history record review was not performed as the reported information did not indicate a potential manufacturing issue. Potential factors that can influence a pop-out include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, in addition to other issues. It is unclear whether the physician pulled on the dcs inadvertently or with intent to reposition, and the root cause of the dislodgement could not be concluded from the information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).